Event description:
Ous MDR - on (B)(6) 2012, the pt noticed an alarm on the device (medtronic concerto) and felt shock therapy 3 times. Therefore, the pt presented to the hospital. The physician checked the data using a programmer and found abnormal data that showed a problem with the lead. Because the implanted device was a concerto, a medtronic employee checked the data and found the noise, which might have activated the above mentioned shock therapy. At the time, the rv ring electrode was suspected as the cause of this problem. The lead impedance shifted around 700 ohm (actual impedance varied between the 400-1500 ohm range). No noise was detected by palpating the pocket and raising arms. No loose pin was suspected. Noise was detected between rv tip to rv coil. On (B)(6) 2012, this lead was explanted and exchanged for a new lead. Other data could not be obtained.

Manufacturer narrative:
Ous MDR - upon receipt, the lead was found dissected in three fragments. All fragments of the lead were returned for analysis. The returned lead fragment were analyzed. The inspection demonstrated a rubbed through insulation at the distal part of the lead. In this area of the lead the conductor cable to the ring electrode was found fractured. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil and the damge of the lead tip are most likely related to the surgery. The analysis did not reveal any sign of a material or mfg problem.